Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) was reviewed and no deviations related to this failure mode were found. The DHR review indicated that there were no quality issues associated with this defect mode. All dhrs are reviewed for accuracy before releasing the product lot. One guide wire was returned with an introducer needle. Visual inspection was performed, and it revealed that the guide wire was stuck in introducer needle. The guide wire was kinked on different points. As part of the evaluation, the guide wire was separated from the introducer needle with manual force and it was observed that the guide had remains of dried blood that prevented an easy separation. The guide wire was passed through the introducer needle, and passed easily through the needle. Dimensional testing was performed showing the guide wire was within specifications. The reported condition was not confirmed by evaluation and testing of the sample. The most probable root cause is related to needle obstruction with a piece of tissue during the guide wire insertion procedure. No trends or triggers have been found for this event, therefore, a corrective or preventive action is not deemed necessary at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, while inserting the guide wire into the introducer needle, the device¿s guide wire got stuck at around 10cm. The health care provider was unable to advance or remove the guide wire. A different product was used to complete the procedure and there was no harm to the patient.